Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient got an eri message on the patient programmer at 252 and 249 (suspected to be 2.52 and 2.49 v). Longevity calculations showed: 1+ 2- 2.7 60pw 160hz 1468 ohms 5.55 years eri, 5.8 years eos. The caller reported they were not aware of the patient being on higher settings in the past. The impedance check in may appeared to be fine per caller. It was recommended given the oor in (B)(6) 2018 and eri earlier than anticipated, the patient's system should be checked soon. The caller was not able to provide impedance details. The caller stated the left implant had the issue. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was also received from the initial reporter indicating that after following up with the patient and checking impedances the therapy impedances were "xxx" and provided the following from the electrode impedance test: c0 2477ohms c1 1277ohms c2 1277ohms c3 2501ohms 01 2379ohms 02 2395ohms 03 4134ohms 12 35ohms 13 2325ohms 23 2310ohms. The caller referred the patient to the surgeon and noted the battery was currently at 2.25v.

Manufacturer narrative:
Continuation: product ID 3708660 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and a healthcare provider. The healthcare provider indicated that the cause of the premature eri was due to a short circuit in the lead extension. The patient is going to undergo an ins replacement and revision on (B)(6) 2018. The rep reported that the ins was at eos, battery voltage is at 2.50v. Caller is reporting the following about impedances: 6 ohms on contact 1/2 which is what the patient is using for programming. No known activity or event prompted the issue. Impedances were tested and the following was reported: c/0 2426 c/1 1302 c/2 1302 c/3 2517 0/1 2370 0/2 2370 0/3 4099 1/2 6 1/3 2362 2/3 2362 the rep reiterated the plan moving forward, which is to change out the ins, test impedances, possibly test the lead and then replace the extension. If the lead is the issue, then further surgery will be scheduled at another date. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the cause of the short circuit/high impedance was not determined. The issue had been resolved at the time of the report.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed output and telemetry were acceptable; however, the battery was near normal battery depletion. Analysis of the extension revealed no significant anomaly. A set screw was missing from the distal end. Fdc, fdm, fdr, and fdr now apply on the implantable neurostimulator. Fdc, fdm, fdr, and fdr now apply to the extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, lot# serial# (B)(4), implanted: (B)(6) 2016; explanted: (B)(6) 2018. Product type: extension. If information is provided in the future, a supplemental report will be issued.